Manufacturer narrative:
The customer reported 12-lead ECG signal loss. Philips evaluated the device, confirmed the failure and resolved the failure by replacing the leads ECG trunk cable.

Event description:
The customer reorted 12-lead ECG signal loss.